Event description:
It was reported that the 9800 system rebooted while in stand by. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. Erased flash and reloaded cal files. The system was tested and found to be working as intended and placed back into service.